Event description:
Bed had no head function.

Manufacturer narrative:
Technician determined that hydraulic cable disconnected. Cable was reconnected to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.